Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the tower door was failed. A field service engineer replaced the tower latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed door, preventing user from removing the required medication heparin. The customer confirmed that the user set a workaround in case the tower door becomes inaccessible, to get the medications from a different station. There were no adverse events or injuries reported based on this event.